Event description:
It was reported the patient had a baclofen deprivation symptom. The patient had experienced a psychotic syndrome for the previous 1.5 months in which the patient stated the radio was talking to her. The pump reservoir was emptied and the actual residual volume matched the expected residual volume. The telemetry was reviewed, and there were no critical alarms or pump stall events. On (B)(6)2010, the patient was hospitalized. An ap x-ray was performed and it verified the catheter and pump integrity. There was a mild catheter kink at the pump pocket level, so a contrast test was administered. This test confirmed, there was no catheter obstruction or leakage. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B)(4)